Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous and calcified right coronary artery (rca). After completing a stenting procedure the physician advanced a 12mm x 4.0mm quantum maverick balloon to postdilate the lesion. The quantum maverick balloon was inflated to 12atms and ruptured on the first inflation. The procedure was completed with a different non-bsc balloon. No patient complications were reported and the patient's status was good.